Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 488 mg/dl. The customer reported that the pump was damaged and shattered on the top part of the battery compartment. The customer declined troubleshoot for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instructions. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with minor scratched lcd window, keypad overlay texture damage, scratched case missing retainer and missing reservoir tube o-ring. Unable to perform displacement test or lock reservoir in place due to missing retainer. No damage on battery tube threads or battery tube noted during visual inspection. Unable to confirm damage battery cap due to device was received with no original battery cap.